Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. No battery out limit alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced a blank screen. The customer's blood glucose was 92 mg/dl. The customer explained that they replaced the battery after the blank screen but received the battery out limit alarm. Through troubleshooting, the customer was explained of the possible causes of the blank display. The customer stated that they were calling back after receiving a new battery cap. The customer declined troubleshooting for the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.